Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The manufacturing process was reviewed and there is not enough evidence that the reported issue could be caused during the manufacturing process. There are manufacturing controls placed in order to avoid this type of issues such as: 100% of the units after balloon bonding step passes through a balloon inspection as part of the packaging process, 100% of balloons get inflated and deflated to assure a correct condition, and a deflation time check of 100% of the balloons is performed.

Event description:
It was reported that the balloon did not inflate during balloon test before use. There were no patient complications reported. A product evaluation was completed with the returned 777f8 catheter. The reported event of balloon did not inflate was confirmed. Balloon was found torn in the central area of the balloon. Torn piece was not returned. Residual latex was visible at both proximal and distal bond. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from the catheter body or returned syringe. A supplemental report will be forthcoming when the investigation is completed. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.